Manufacturer narrative:
Additional information: b5, e1, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sideport detachment could not be conclusively determined.

Event description:
Two days post procedure, the sideport was noted to be leaking while in the ICU. When the nurse went to remove it, it was noted the sideport detached.

Event description:
During the procedure, the sheath detached at the hub and a portion remained in the patient. No additional information is available at this time.